Event description:
A patient on peritoneal dialysis had a tubing leakage at the connection. According to the rn, this pt was diagnosed with peritonitis. The patient was treated with antibiotics and is free from signs or symptoms of infection at this time. The patient is reportedly doing well and continues peritoneal dialysis at home with no ill effect related to this incident. A sample is available.